Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics assembly. Unable to perform any test due to blank display. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
The customer reported via phone call that the insulin pump was worn in a hot tub and has a blank display. Customer's blood glucose was 228 mg/dl at the time of incident. Troubleshooting found that the pump also has a constant audible tone. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.